Event description:
Syringes were in a new sealed box. Two of the syringes had a red substance in them. Rptr called the MFR and sent the syringes back. Rptr received a letter from the MFR stating that the red substance was blood. It is not the rptr's blood. The needles were new and just taken out of the sealed package. Rptr never used the syringes. The fact that there is blood in a new syringe concerns rptr.